Event description:
It was reported that when a patient presented via a merlin@home transmission, implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post paced t-wave oversensing. Programming changes were not performed yet since the patient did not come to the clinic. The patient is fine and no consequences.